Manufacturer narrative:
Medwatch field device identification, d4 expiration date was updated. Calibration and qc were acceptable. The investigation determined that the results obtained in the neat samples were measured around 3000 pg/ml on all instruments. The results obtained using a 1:2 dilution on the cobas e 411 and the cobas e 402 were comparable. Product labeling states: "the recommended dilution is 1:10 (automatically by the analyzers)." The results obtained on the roche elecsys platforms may not be directly comparable to results obtained on the siemens atellica platform, due to methodological differences. No significant difference in results between the cobas e 411 and cobas e 402 was detected. Ivf patients are administered many hormones, which likely cause cross-reactions with yet unknown metabolites. Some ivf patients may not produce plausible dilution results. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys estradiol iii result from the cobas e 411 analyzer (rack system) for 2 samples from one patient. Please see the attached data for the patient results.